Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the stapler was unable to fire; it caught but did not advance the clipping system. They opened another stapler with the same lot to complete the case. There was no patient injury.